Event description:
Sparks and smoke were reported coming from an alinity s system. It was reported that the analyzer was down for rsm theta motor failure on 8 apr 2025 when the sparks and smoke occurred. Upon inspection on 9 apr 2025 by field service engineer, fluid/contamination was noted and the rsm theta meridian controller had burn marks. Multiple analyzer parts were replaced. There were no injuries and no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
Sparks and smoke were reported coming from an alinity s system. It was reported that the analyzer was down for rsm theta motor failure on 8 apr 2025 when the sparks and smoke occurred. Upon inspection on 9 apr 2025 by field service engineer, fluid/contamination was noted and the rsm theta meridian controller had burn marks. Multiple analyzer parts were replaced. There were no injuries and no impact to patient management reported.

Manufacturer narrative:
Alinity s system, serial # (B)(6) was evaluated. Analyzer troubleshooting found fluid near the igus chain and burn marks and evidence of dried fluid on the controller board. Further investigation found that r2 probe 1 was bent and positioned towards the controller board. Alnty pptr probes and integrated servo controller required replacement, which resolved the reported event. The investigation included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket search and trending review did not find an increase in complaint activity for the alnty pptr probes and integrated servo controller. Device history record review did not identify any issues for the alnty pptr probes and integrated servo controller. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.